Event description:
It was reported that a few minutes after the initiation of a study avelumab 800mg/ns 250ml, infusing at a rate of 250ml for the duration of one hour in the infusion center, the patient noticed a kink in the tubing and manually straightened it out. Approximately (35) minutes later, the rn noticed that the study medication IV bag was empty, even though the device stated that there were 110mls left to infuse. Upon further observation, it was found that the primary infusion IV bag was fuller than previously noted and it was presumed that the secondary infusion back flowed into the primary IV bag. The customer later stated that the infusion medication was a study drug and the decision was made to infuse the carrier bag at the rate of the study medication to ensure that the patient received the full dose. There were no adverse effects caused to the adult patient from the event.

Manufacturer narrative:
The customer¿s report of back check valve failure was not confirmed. The primary set and secondary sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was visually inspected under microscope. The check valve was assembled in the set correctly, and the silicone membrane was centered. Functional testing was performed by filling the primary lab bag with clear water. No air bubbles or fluid was observed going past the check valve or into the primary bag. The identified root cause was most likely caused by the check valve disc being pinched.

Manufacturer narrative:
Concomitant medical products: 25 ml baxter bag, lot: p391714, exp: jan 2020, 0.9% sodium chloride injection; (2) non bd spiros adapter; 500 ml b braun bag, ref (B)(4), eva container. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The customer stated that the patient was an adult patient.

Event description:
It was reported that a few minutes after the initiation of an (B)(6) study avelumab 800mg/ns 250ml infusing at a rate of 250ml for the duration of one hour in the infusion center, the patient noticed a kink in the tubing and manually straightened it out. Approximately 35 minutes later, the nurse noticed that the study medication IV bag was empty even though the device stated that there were 110mls left to infuse. Upon observation, it was found that the primary infusion IV bag was fuller than previously noted and it was presumed that the secondary infusion back flowed into the primary IV bag. The customer later stated that the infusion medication was a study drug and the decision was made to infuse the carrier bag at the rate of the study medication to ensure that the patient received the full dose. There were no adverse effects caused to the adult patient from the event.